Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. Unable to program around the stimulation. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.